Manufacturer narrative:
Initial reporter has not provided additional detail on the event or allowed evaluation of the device. The device is intended to cut and coagulate soft tissue. Cynosure is reporting this event out of an abundance of caution as this may be likely to cause permanent injury.

Event description:
It was reported that a patient was burned at the right upper lip above the labial commissure by the unsheathed end of the electrode with loosening of the ring from the iec foot-controlled handpiece.